Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitudes and oversensed noise. Technical services (ts) discussed manipulating the system and patient body postures while monitoring for potential artifacts/oversensing. Ts also analyzed the data from the automatic screening tool (ast), and indicated the s-ICD system was not suitable for this patient due to their low r-wave condition. An x-ray was performed and it was determined that the electrode is slightly superior. Ts discussed that after reviewing the ast results there is not a benefit of repositioning the electrode as the patient's amplitude is too low. The physician plans to explant the s-ICD system and implant a transvenous ICD system. At this time, the s-ICD and electrode remain implanted. No adverse patient effects were reported. Additional information was received which indicated the s-ICD and electrode were explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported.

Event description:
It was reported this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitudes and oversensed noise. Technical services (ts) discussed manipulating the system and patient body postures while monitoring for potential artifacts/oversensing. Ts also analyzed the data from the automatic screening tool (ast), and indicated the s-ICD system was not suitable for this patient due to their low r-wave condition. An x-ray was performed and it was determined that the electrode is slightly superior. Ts discussed that after reviewing the ast results there is not a benefit of repositioning the electrode as the patient's amplitude is too low. The physician plans to explant the s-ICD system and implant a transvenous ICD system. At this time, the s-ICD and electrode remain implanted. No adverse patient effects were reported. Additional information was received which indicated the s-ICD and electrode were explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported.